Event description:
During a coronary stent procedure, the physician experienced wire difficulties. A pt with ongoing infarction, arrived at the hosp with an occluded proximal lad and also significant stenosis more distally, compromising flow to the second diagonal branch. A choice es wire was inserted in the lad and the proximal stenosis was dilated with a 3 x 20 mm maverick and then stented with a taxus 3.5 x 20 without incident. The distal lad stenosis was dilated with a maverick retract. The physician attempted to insert another manufacturer's stent, however it became stuck on the last 5 cm of the guide wire. After dilatation was attempted with a new 2.5 x 20 maverick removal difficulties were encountered. The other manufacturer's stent was placed in position with great difficulty, but not before the guide catheter was deep throated and only after advancing the guide wire with the stent. The wire was removed and exchanged for a pt graphix and the procedure was successfully completed. No pt injuries or complications were reported.